Event description:
An adc customer"s mother reported that she hasn't been able to check her son for ketones because the pxtra meter would not turn on with strip insertion or button press. Customer then stated specifically that as a result of this issue her son "had a seizure". The mother denied paramedics were called; no third party medical intervention was required and she stated the child was given food to help counteract the medical event. It was discovered during the call with the customer that she was attempting to use expired ketone test strips. There was no report of death or permanent impairment associated with this report.

Event description:
It was reported that vessel spasm occurred as the guidewire was being removed. Pavarin (dose unknown) was administered and post removal of the guidewire, a "very little hemorrhage was found" (exact location unknown). In response to the bleeding, the physician neutralized the heparin and discontinued aspirin for two days and the clopidogrel for one day. The patient was reported to have a light subarachnoid hemorrhage and thrombosis of the right middle cerebral artery that resulted in partial aphasia.

Manufacturer narrative:
Customer's reported product has been requested back for investigation. Product label copy states " do not use out of date test strips. Check the expiration date on the strip box and on every test strip foil packet". A follow-up report will be sent once additional information is obtained.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed. Meter did power on with button depression and insertion of cal bar. Meter also powered on with strip insertion. Blank screen was not observed. This is a final report.